Manufacturer narrative:
The customer ran the extended battery test longer to deplete the battery a little more and confirmed that the battery charge led was blinking. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that after running test 13 for the internal battery for 20 minutes, the battery charge light emitting diode (led) stayed solid and did not flash to indicate charging. There was no patient involvement at the time the issue was discovered as the issue occurred during preventive maintenance (pm). The device transitioned from alternating current (ac) to battery and back to ac; the battery test passed, and the battery voltage in pneumatics was 16.6v at the start of the test and 16.25v after running the test. The test setup was also correct with .25 adapter in place. The battery amp draw was zero, and the battery was a philips battery (2021). The remote service engineer (rse) advised the customer to run the extended battery test to deplete the battery further and trigger the battery charge led to flash, which indicates that the battery is charging,